Event description:
It was reported that the monitor went blank when a scope was connected to the light source. The issue occurred during an unknown event. There were no reports of patient harm.

Manufacturer narrative:
The olympus technical assistance center (tac), informed the customer of potential causes and solutions for the malfunction. The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. The device was not returned to olympus for inspection, thus the customer's reportable malfunction could not confirmed. The root cause could not be identified. Olympus will continue to monitor field performance for this device.